Manufacturer narrative:
Follow-up #1: date of submission 08/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: during investigation, the pump was opened and there was moisture found on the main printed circuit board. A leak test was performed and failed due to battery compartment leak. Unrelated to the original complaint, the battery compartment was observed to be cracked. The display was dim and fading. The display was not flashing. The display was clear and legible when tested with a test display. The pump case was found to be cracked between the case seal and the keypad cover.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was flashing. The customer also alleged that there was moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.